Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, at the start of a robotic laparoscopic right hemicolectomy procedure, the surgeon was unable to gain control of the instrument as the system was not detecting the 3d glasses. It was reported that multiple pairs of glasses were tried but none were detected. At the time, the arm cart assembly's were already docked to the patient, all instruments appeared in blue on the operating room team interface and the surgeon console 3d graphic user interface, and all instruments were correctly recognized. It was confirmed that the camera was on on the surgeon console 3d monitor. Checked the trackers on the glasses for damage and to verify that the camera lenses were clean, and confirmed both were fine. The glasses were then moved within the camera field of view while keeping them facing the camera, but the system still did not recognize them. As a next step, restarted the surgeon console and redocked all of the arm cart assembly's. After these actions, the surgeon was able to regain control of the instruments and proceed with the surgery. Also checked the operating room team interface screen for any unnoticed errors from the moment the system was powered on and confirmed that no error messages indicating a surgeon console malfunction were present. There was a delay of fifteen minutes due to the reported issue. There was no patient injury.